Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated they were able to resolve the alarm with an infusion set change. It was also found the customer experienced high blood glucose. The customer's blood glucose was 400 mg/dl. Customer treated their blood glucose with a manual injection and with the insulin pump. It was also found the customer was feeling tired from their high blood glucose. Troubleshooting found the customer did not have a bent cannula after removing their infusion set. The customer declined to check for any leaks or air bubbles. The customer's blood glucose was 327 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.